Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that flow transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description. Based on technician statement, the customer has been advised to redo the test with dry expiratory cassette. No information has been obtained if this action has been performed and resolved the issue. The issue was decided to be reported in abundance of caution as it may, in some cases, represent a reportable event e.g. Malfunctioning gas module may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, neither the device's logs nor the claimed part were available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h8 usage of the device was required. This is based on the internal evaluation. Previous usage of device: unknown.

Event description:
Manufacturer's ref. #: (B)(4).